Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had a burning smell and would shut off. There was no patient harm. A getinge field service engineer (fse) evaluated the unit and confirmed a faulty power management & solenoid board. The logs showed multiple 139 and 118 fault codes. The fse also noticed a burnt component on solenoid driver board. Replaced faulty solenoid driver board and power management board as well. The unit powered on successfully with no further issues. All functional and safety test performed and passed. The failure analysis and testing dept. Received the following parts associated with this complaint: solenoid control, rohs serial number (B)(6) 47 swemco power management, rohs serial number (B)(6) 38 swemco these parts were received with a reported unit failure of the unit shutting down during use and wouldn¿t power back on, accompanied by a burning smell. The failure analysis and testing dept. Performed a visual inspection and observed part number solenoid control, rohs serial number (B)(6) 47 swemco had a shorted component capacitor c11. Please see attachment. Part power management, rohs serial number (B)(6) 38_swemco was found in good condition. Due to the shorted component on the solenoid control board, the fat dept. Cannot test the board. The failure analysis and testing dept. Installed part pcb, power management, rohs serial number (B)(6) 38 swemco into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) revision f and the cardiosave service manual part number. When power was applied to the cardiosave, the cardiosave turned on without pressing the on or off switch.the board failed testing. Sending solenoid control, rohs serial number (B)(6) 47 swemco to the supplier per procedure. Retaining part power management, rohs serial number (B)(6) 38 swemco in the fat dept. Due to the board being an older revision. Failure analysis received from the supplier for part. Please see attachment. They stated the part failed visual inspection due to a burned c11 component. Root cause for this part is the damaged component. Retaining the part in the failure analysis and testing department per procedure. Rc the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) unit shut off and wouldn¿t power back on, accompanied by a burning smell. No harm to the patient.